Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported that their receiver is connected. Patient was advised to re-pair the transmitter to the smart device. No additional patient or event information is available.